Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is bent in the gusset and distal area. The other haptic is broken in the gusset area (not returned). The optic is cut into two portions, typical of insertion and removal. Both cut optic portions have multiple small scratches and cracks along the cut damage on the anterior and posterior sides of the lens. One cut optic portion has a large crack on the anterior side of the lens near the cut damage. Associated products were not provided. It is unknown if qualified products were used. The reported "crack down the optic" was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the procedure was completed with another iol same model and power.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, during delivery the iol cracked down the optic. The iol was inserted into the eye, cut and removed from the patient. Additional information has been requested.